Event description:
It was reported that this left ventricular (lv) lead was capped due to an unknown product performance anomaly. Another lead was successfully placed. No additional adverse patient effects were reported.